Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch pb5675, date of mfg.: 02/26/2019. Expiration date: 01/31/2024. A manufacturing record evaluation was performed for the finished device pb5675 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. The suture was broken during use. Further details are not provided. There were no adverse consequences to the patient.